Event description:
It was reported that "it was unable to pace during use." There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3cc limited volume syringe was returned for evaluation. No introducer was returned with the catheter. The balloon inflated clear and concentric with 1.3cc air and the balloon remained inflated for 5 minutes without leakage. Continuity testing confirmed both the distal and the proximal electrodes were continuous and there were no short or intermittent conditions. No visible damage to the catheter body, balloon, windings, or returned syringe was found. Visual examinations were performed with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. The complaint could not be confirmed during the evaluation. No indication of a manufacturing defect was noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.